Event description:
Nurse noted leakage from bifuse extension set on 2 consecutive dates. Tubing cracked at the location where it entered the molded winged hub. Blood backed up and exited crack onto patient gown.